Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2015. Patient was in the hospital for microvascular disease, which was unrelated to dexcom use. Patient received dosages of nitrates between 100-200 mg to open up the vessels for blood to organs to prevent kidneys and heart form shutting down. Patient goes to the hospital every 6-8 weeks for 5-10 days because her organs need relief. During her stay at the hospital on (B)(6) 2015, the patient stated that she became hypoglycemic and the continuous glucose monitoring (cgm) system saved her life by making her aware. At the time of contact, patient stated her condition was better, but chronic. No additional event or patient information was provided.